Event description:
A pt presented at doctor's office on 11/20/95 with a fractured screw in the implant. The fractured portion was imbedded in the implant. Pt was sent to periodontist to be retrieved. The periodontist found bone loss and elected to graft the site before replacing the restoration.